Event description:
Pt to have endoscopic retrograde cholangio-pancreatography. Basket broke while procedure being performed. Pt did not require additional procedure and suffered no harm or injury from incident.